Manufacturer narrative:
The complainant indicated that the device is not available for evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a blood leak alarmed on a machine during treatment. The patient's venous line was clamped. There was no visible blood noted in the dialysate. Blood test strips were used and tested positive. No visible device damage was noted to the dialyzer. The patient's estimated blood loss was 250ml. There were no patient complications as a result of this event. No medical intervention was required. Follow-up information was received which confirmed that the patient was able to complete their treatment.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported lot. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.